Event description:
Same case as MDR ID: 2134265-2013-04848. It was reported that during a percutaneous transluminal coronary angioplasty intervention stent damage occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 20mm in length, 3.5mm in diameter, eccentric and de novo target lesion being treated was located in the severely calcified and moderately tortuous distal and mid left circumflex (lcx). A 3.5x20mm promus element 50x20mm promus element stent delivery system (sds) was advanced but failed to cross the lesion due to calcification. The physician used the "ankle" technique to access the lesion but it was found out that the stent had deformation. After the first failure,the physician used a non-bsc support guidewire to mid lcx. Another 3.5x20mm promus element 50x20mm promus element stent delivery system (sds) was then advanced to the same lesion but the stent had deformation and "shorting" when it reach the distal lcx. They decided to use a 1.5mm rotablator to debulk the lcx and used a 3.50x24mm promus element stent to complete the procedure. No patient complications were reported and the patient¿s status is stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).